Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('heavy abnormal bleeding') and deep vein thrombosis ('blood or heart disorder/condition type: dvt') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, cholecystectomy, cholecystitis, epigastric pain, right upper quadrant pain, back pain, musculoskeletal pain, nausea, vomiting, biliary tract disease, gastrointestinal disorder, non-alcoholic steatohepatitis, liver biopsy and steatosis hepatic. Concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and fatigue had resolved and the genital haemorrhage, deep vein thrombosis, vulvovaginal pain, abdominal pain lower, depression, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, deep vein thrombosis, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 239 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes are occluded bilaterally post essure procedure. There is no evidence of free spill into the peritoneal space. Air bubbles are noted in the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr were received: events: vaginal hemorrhage, menorrhagia, depression, migraines, headaches, dvt, weight gain, weight loss, fatigue were added. Event onset date and outcome were updated. Essure removal surgeries were added. Medical history were added. Event severity was added. Lab data were added. Essure insertion and removal date were updated. Reporters were added. Patients information were added. Reporter causality comments were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.